Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited high capture threshold. The physician attempted to program the device to a higher output, but it still failed to capture. The lead was explanted and replaced. The patient was in stable condition.